Event description:
It was reported that during device change out, a vf episode of noise was noted. X-ray revealed externalized conductors. Decreased pacing impedance was observed. The lead remains implanted. The patient's current condition is good.

Manufacturer narrative:
No medwatch form was received.